Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), the device became stuck in the patient and required surgical removal. The target lesion was highly calcified. The oad was inserted and became stuck while treating the distal section of the lesion. An attempt was made to re-wire alongside the device, however the wire was unable to pass the crown. The oad shaft was cut and the viperwire was removed, restoring blood flow to the vessel. Multiple attempts were made to remove the device over 7 hours, however they were not successful. A balloon was inflated next to the device in an attempt to dislodge it, but the balloon burst and the procedure was ended. Surgery was later performed to remove the device, and the patient was in stable condition following the procedure.